Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-05350. It was reported that a patient exhibited unspecified left ventricular - lv lead capture issues due to dislodgement. The lv lead was capped but was not able to be replaced for the time being due to vascular dissection that had occurred. It is unknown whether the old lead or the replacement lead caused the dissection. Patient condition post-procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.